Event description:
The patient had 2 endeavor stents implanted in the lad. Post implant the patient developed a rash which spread from his outer thighs to the entire body. The patient has also experienced periodic headaches. The patient's daughter confirms the patient was given too much potassium during the index procedure. Attempts to return the levels to normal may have had an impact on this event, but this has not been confirmed. The patient is also known to be very responsive and is due to return to his physician.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-allergic reaction. Evaluation conclusion: known inherent risk of procedure-allergic reaction. (B)(4). Event date month and year valid.